Event description:
It was stated that the customer experienced high blood glucose and vomiting. It was stated that the customer's mother changed the infusion set and treated the blood glucose with an insulin pen. However, the blood glucose did not decrease. The customer was later hospitalized for high blood glucose and ketones. The blood glucose reading was 21 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.